Event description:
Event description guidant received information that this left ventricular lead had lead impedance measurements of >2500 ohms through the pacing system analyzer when testing ring to tip, and tip to ring. It was noted that pacing thresholds were not that good, however, within normal limits. Lead impedance measurements in extended bipolar configuration were approximately 1000 ohms.